Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that twelve days after the customer started to use the product, leakage of air was observed. So he changed the product to another new one. The customer then checked the removed product and found a tear in the inflation line, which was suspected to be the root cause of the event. No patient injury.